Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, implanted: (B)(6) 2015; 6935m62 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead caused ventricular tachycardia during placement. When the lv lead was crossing the tricuspid valve and entered into the coronary sinus the patient experienced ventricular tachycardia. The lead was placed and remains in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the adapt response clinical study.